Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old female patient underwent breast surgery with 450cc mentor memorygel breast implants and experienced rupture on the right side and capsular contracture on the left side postoperatively. The rupture on the right side resulted in a silicone mass about 3 inches floating around her armpit. As a result, the patient is scheduled to undergo bilateral device removal and replacement with 500cc saline mentor smooth round high profile breast implants, catalog number 3503500 on (B)(6) 2020. This report is for the patient's left-sided device.

Manufacturer narrative:
Additional information: on may 26, 2020, mentor became aware that the patient also experienced bilateral capsular contracture and a breast mass on the right side. As a result, the patient underwent bilateral device removal and replacement with 560cc saline mentor smooth round high profile breast implants, catalog number 3503560, lot number 7719921 on (B)(6) 2020. This report is for the patient left-sided device. Manufacturer's reference number: (B)(4).